Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 6 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired due to a left parietal ischemic stroke on (B)(6) 2017. On (B)(6) 2017, the patient had a hemoglobin (hgb) of 4.7 g/dl and an inr of 1.5-1.7. The goal inr was 1.4-1.8, secondary to previous hemorrhagic cerebrovascular accident and gastrointestinal bleeding that were previously unreported to the manufacturer. It was reported that the patient received transfusions for the low hemoglobin, and was placed in a nursing home for physical rehabilitation. On (B)(6) 2017, the hgb was 7.4 g/dl, and the patient was admitted to an outside hospital for transfusion and endoscopy and colonoscopy. The patient was discharged back to the nursing home on (B)(6) 2017 after numerous areas in the gastrointestinal tracts were cauterized and the hemoglobin was stabilized. On (B)(6) 2017, the patient began experiencing confusion at the nursing home, and 2 days later was admitted to an outside hospital with the left parietal ischemic stroke. Hgb was 7.8 g/dl on admission with an inr of 1.9. On (B)(6) 2017, the hgb was 9.8 g/dl, inr was 2.1, and lactate dehydrogenase (ldh) was 384 u/l. A low-dosage of warfarin was restarted when the inr was 1.8, and the ldh was 427 u/l. The patient was discharged back to the nursing home on (B)(6) 2017, and was placed in hospice on (B)(6) 2017. Warfarin and aspirin were discontinued, and the implantable cardioverter defibrillator was turned off. On (B)(6) 2017, the patient was found unresponsive with no respirations, so the staff was directed to shut off the lvad. There were no suspicions of thrombus at the time of the event. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported previous hemorrhagic cerebrovascular accident and gastrointestinal bleeding, left parietal ischemic stroke, and subsequent patient outcome could not be conclusively determined. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.